Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in operating theater for an unrelated procedure. During the procedure, insulation abrasion was noted on the right ventricular lead. The lead was explanted and replaced. The patient's condition was stable post procedure.

Manufacturer narrative:
The field report of insulation abrasion was confirmed. Final analysis found the lead was received in three pieces. External abrasion breaching the outer insulation and exposing the outer coil was noted at 12.8 cm to 13.8 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. A second abrasion breaching the outer insulation and exposing the outer coil was noted at 7.5 cm to 9.4 cm from the distal tip consistent with exposure to constant friction against another implantable device or feature of the heart.